Event description:
A customer reported issues with a pump, including cartridges getting stuck inside the pump, difficulty when changing cartridges. There was no adverse impact on the customer¿s blood glucose level. The customer and her mother declined further assistance from technical support, and no additional information regarding the outcome was provided.